Manufacturer narrative:
(B)(4). Investigation results: a flexiva 200 laser fiber was returned in one continuous piece. The fiber measured approximately 313.1 cm from the top of the connector to the tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. There were no damage along the body of the fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicated that the fiber was broken within the connector. Review and analysis of all available information indicated that the damage to the device is most likely caused by handling damage during setup, resulting in a fracture within the connector during the procedure that caused the reported event. Therefore the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the laser fiber stopped working after ten to fifteen minutes of use. The procedure was completed with another laser fiber. There were no known serious injury nor adverse patient effects reported as a result of this event. This event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the sma connector.